Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia with sensor glucose of approximately 275 mg/dl following persistent elevated readings and concern that the abdominal infusion site was contributing. The user was advised to disconnect from the ilet and consider a manual insulin injection but was uncertain about dosing. Instead, the user changed the teflon 23-inch infusion set and relocated the site, after which glucose trended down to the low 200s with continued decline. Symptoms included feeling unwell associated with hyperglycemia. Outcomes included no hospitalization or emergency care, with improvement in glucose following the infusion set change and site relocation. Investigation activities included review of device data trends by support personnel, troubleshooting with infusion set replacement and site change, and guidance on pausing insulin if concerned about further decline. The investigation revealed a probable infusion site or set performance issue given the sustained hyperglycemia that improved after the set and site change, with no device alarms reported. Based on previously established findings for similar reports, the cause was determined to be inconclusive but consistent with user-level or infusion site factors rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.